Event description:
It was reported that the implantable cardiac monitor (icm) eroded from the device pocket and the patient experienced poor healing/ redness at incision site. Infection was presumed by physician. It was further reported that the icm detected atrial fibrillation (af) that was sinus rhythm with frequent ectopy. The icm was explanted and the patient was treated with antibiotics. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.